Event description:
Manufacturer report number 3006705815-2019-02111. Manufacturer report number 1627487-2019-06587. It was reported that ineffective stimulation issue was observed. Programming changes were made, and imaging of leads were taken. Device therapy was turned off due to the patient not receiving effective therapy for months. Patient denies any recent traumas or falls. Device system was explanted as a result to resolve the issue. One of the lead explant procedure was previously reported in manufacturer report number 3006705815-2018-01629 and manufacturer report number 3006705815-2018-01630 however it is unknown which lead was explanted, therefore all serialized leads are being reported. There were no complications during the procedure. Patient was stable.